Manufacturer narrative:
This event has been previously reported for ronyx40015ux under MDR report number 9612164-2020-04851. If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure, an attempt was made to use one 4.0x15mm resolute onyx rx coronary drug eluting stent and one 6 french telescope guide extension catheter (gec) to treat a moderately tortuous, mildly calcified lesion in the right coronary artery (rca). It was stated that the distal rca exhibited 99% stenosis and the mid rca exhibited 80% stenosis. The telescope gec was removed from packaging and prepped per IFU with no issues noted. Both devices were inspected with no issues noted. Negative prep was performed on the resolute onyx with no issues noted. The lesion was pre-dilated. The devices did pass through a previously deployed stent. Resistance was not encountered when advancing the devices. Excessive force was not used during delivery. It was stated that a previous stent, which was placed in the distal rca in 3 years ago, had 99% in-stent recurrent thrombosis inside the stent, and now a new lesion in the mid rca was noted. The telescope gec was placed to provide support for stenting. A 3.0 x 22mm resolute onyx stent was placed and deployed successfully inside the old stent with thrombus. The stent was post-dilated with a 3.25x20mm nc euphora balloon catheter. It was reported that stent dislodgement occurred when trying to retrieve the 4.0x15mm resolute onyx stent inside the 6 french telescope. The resolute onyx (4.0 x 15mm) was advanced through the distal stented area and then retracted back undeployed. It was stated that significant resistance was met at the tip of the telescope when retracting the stent. Significant force was used and finally the resolute onyx stent retracted back and was removed from the patient. It was then observed the stent had dislodged off the delivery balloon and on angio, could see the dislodged stent was located in the proximal rca. It was stated that the lesion was re-wired and the dislodged stent was moved to the mid rca. Another resolute onyx stent of the same size was deployed in the mid rca trappingthe dislodged stent and the stents were post dilated using an nc balloon. It was indicated that the stent dislodgement may have been due to the stent getting caught on the tip of the telescope guide catheter. It was stated that the physician was not sure if a strut had lifted up from the stent causing it to dislodge when attempting to retrieve inside the telescope, or if the telescope tip kinked and would not allow the stent to retract and resistance caused the dislodgment. The patient was reported to be alive with no further injury.